Manufacturer narrative:
Lot number provided as 3393607 or 8417390. But we are not aware which lot number failed. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacture date: june 10, 2010. (B)(4), lot. 8417390 a device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacture date: august 12, 2013. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) follows: it was reported that trial and implant turned prematurely in the disc space whilst inserter was in the locked/closed position. When we checked the instrument outside the patient you could push the implant and trial over into turned position with very little force. There was no patient harm. It was reported that the surgery was prolonged about 30 minutes. This is report 3 of 4 for (B)(4).